Event description:
Fourteen tech-switch pencils were returned as defective. After sterilization, the pencils cautery buttons were sticking. Pencils were used from 1 - 9 times. There were no injuries. Refer to MFR's reports 1720159-1999-00175 through -00188.